Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to unidentified display failure. During investigation for unrelated allegations, there were (B)(4) additional unidentified display failures revealed during product investigation.

Event description:
This report summarizes (B)(4) malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-90 years of age and between 26 and 371 pounds. Of the reported patients, (B)(6) were male, (B)(6) were female, and (B)(6) were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 51 pumps were returned and investigated. There were 45 instances of dim/fading color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #3 07/29/2016 correction: h10: of the 912 allegations of a malfunction, 556 pumps were returned to animas and investigated. Of the investigated pumps, 524 were found to be malfunctioning due to unidentified display failure. During investigation for unrelated allegations, there were 430 additional unidentified display failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #6 04/21/2017 device evaluation: in q1 2017 there were 10 additional instances of dim/fading/color spectrum failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #12: date of submission 10-jul-2019. Device evaluation:in quarter 2 of 2019, there were 1 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 912 allegations of a malfunction, 556 pumps were returned to animas and investigated. Of the investigated pumps, 524 were found to be malfunctioning due to unidentified display failure. During investigation for unrelated allegations, there were 429 additional unidentified display failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 912 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-90 years of age and between 26 and 371 pounds. Of the reported patients, 394 were male, 510 were female, and 8 were unknown.

Manufacturer narrative:
Follow-up #4 date of submission 10/25/2016 - device evaluation: in q3 2016 9 pumps were returned and investigated. There were 8 instances of unidentified display failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #5 date of submission 01/26/2017 - device evaluation: in q4 2016 there were 13 additional instances of a dim/fading/ color spectrum found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #7 07/28/2017 device evaluation: in q2 2017, there were 4 instances of dim and fading display screen failures found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #8: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #9 26-apr-2018 device evaluation: in q1 2018, there were 2 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation:in quarter 3 of 2018, there were 2 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there was 1 instance of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.